Event description:
Customer reported, "the adhesive on these 48 rolls are not working properly."

Manufacturer narrative:
Customer reported, "the adhesive on these 48 rolls are not working properly." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.